Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inadvertently set to am instead of pm. Blood glucose ranged from 300-400 (mg/dl). Reportedly, the customer adjusted the pump settings accurately.